Event description:
It was reported that the ventilator generated technical error code indicating turbine module failure. There was no patient harm. Manufacturer¿s ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator's turbine was found defective. It alarmed for a technical error indicates turbine module failure. The ventilator was investigated on site by our field service engineer. The blower module assy was replaced and sent for further investigation. Simulated use testing of the returned turbine module passed all the tests and it was not possible to reproduce the reported issue. However, a similar investigation performed by our contract manufacturer concluded that the cause was related to a broken wire inside the turbine motor. This failure mode was traced back to turbine motors produced during mid 2020 and was caused by the high production rate due to the increased demand for ventilators for covid-19 treatment. The production process has been revised to ensure that this will not happen again. The improved turbine module has been implemented in the production line of new servo-air devices and as spare part. The turbine module installed in this ventilator device was manufactured before the improved turbine was implemented.

Event description:
Manufacturer¿s ref. #: (B)(4).